Manufacturer narrative:
(B)(4) device is a combination product. Device evaluated by manufacturer:the complaint device was implanted, therefore was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
(B)(6) trial it was reported following a stenting treatment procedure restenosis occurred. In (B)(6) 2008 the patient was admitted with coronary artery stenosis. The mid left anterior descending (lad) artery had 90% stenosis and was treated with a taxus express2 stent. In (B)(6) 2010, the patient was admitted with unstable angina and found to have 90% restenosis in the mid left anterior descending artery, 90% stenosis in the ramus and 90% stenosis in the proximal left circumflex. The mid left anterior descending artery was treated with placement of a promus stent resulting in 0% residual stenosis. The ramus and the proximal circumflex were treated with balloon angioplasty and placement of a taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day.